Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the damaged lens was due to the use of excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to h4.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, cracked lens were identified in the optical rod lens system. The inspection also noted the rigid out tube is deformed/bent and there are damaged light guide fibers and critical dents on the distal end and dents on the black colored eyepiece funnel. No moisture was found inside the optical system. The cause of the reported issue cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer trueview ii, autoclavable telescope has ¿damaged lens¿. The reported problem was found at reprocessing. No death, injury or harm was reported to olympus.